Manufacturer narrative:
The test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including self-test. Pump communicated properly with test guardian link (3) transmitter. Also, pump connected to the minimed mobile app successfully on both android and ios. No bluetooth communication anomaly noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked case-corner of belt clip rails, cracked retainer, battery tube threads-cracked and scratched case. In summary, customer alleged no com between pump and mobile app not confirmed. No communication-between pump & xmtr not confirmed. Expose to moisture noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the issue with not able to pair both the transmitter and the application with the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-6101. Troubleshooting was performed and the customer reported unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. The loss of connection between pump and mobile device troubleshooting was partially performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-6101.